Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: mrsa and device extrusion (B)(4).

Event description:
It was reported that a (B)(6)-year-old caucasian female patient underwent a primary breast augmentation with 500cc mentor smooth round high profile saline breast implants on (B)(6) 2017. Nine days after her implantation on (B)(6) 2017, the patient stated that she contracted (B)(6) and experienced fever, chills, nausea, and severe pain at the site of her infection. The patient reported that her doctor repeatedly prescribed her antibiotics; however, each time she completed a course of antibiotics the (B)(6) returned. Six months after implantation, the patient reported that her left-sided device became exposed through the skin. As a result, the patient underwent bilateral explantation on (B)(6) 2018 and did not receive replacement devices.